Event description:
It was reported that the infusion pump gave a loud continuous alarm when completed but finished delivery in half the expected time. When completed, pump read "system update error". Only tested occlusion alerts at rate 944 and the volume of whole syringe. Then ran device at rate 300, for volume limit 50. There was patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Top and bottom cases are in good condition. No visible contamination. Primary audible alarm post found in event history log (ehl) several times. Power-up self-test and infusion/occlusion test were performed and unable to duplicate customer reported problem. Review of the ehl indicates the pump had not synced to the server in quite some time, so the time/date was off at the time of incident. The intended delivery was 9ml in 30 min, but they programmed a bd 5ml syringe, so the infusion ended earlier than anticipated as previously that day they had been using a bd 10ml syringe. The infusion ended sooner than programmed due to the size of the syringe being less than the programmed intended volume. The primary audible alarm (paa) occurred immediately after this infusion finished. Device software came back as v1.6.1 from customer. Updated software to v1.6.5 to resolve the issue. Device passed all the functional tests afterward. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.